Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the procedure was completed by transferring the patient into another device which was delayed for less than 20 mins. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not exposure & store fluoro image. Upon onsite inspection fse checked the logfiles and found that there was issue with frontal ippc. The fse replaced the frontal ippc and downloaded the os and app. After replacement of frontal ippc and downloaded the software, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device¿s would not produce exposure or store fluoro images. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and replaced the frontal ip-pc (image processing pc) which returned the device to expected functionality.